Manufacturer narrative:
Unit passed active current measurement test, sleep current measurement test, self-test and displacement test. No pump error 4, pump error 23 and pump error 68 alarms noted during testing. Unit successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, the formatted history file confirmed the pump alarmed pump error 4 alarm on 01/17/2024 between 05:56:06.000 and 05:57:22.000, pump error 23 on 01/17/2024 between 05:56:56.000 and 05:58:52.000, pump error 68 on 01/17/2024 between 05:56:08.000 and 05:58:29.000 due to moisture damage on pcb1 and pcb2 boards. Found moisture damage to electronic assembly and motor assembly per visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded motor home switch. The p-cap/reservoir does lock properly. No pump error 4, pump error 23 and pump error 68 alarms noted during testing. However, the history download confirmed pump error 4, pump error 23 and pump error 68 due to moisture damage to pcb1 and pcb2 boards. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the motor arm cannot communicate with the main arm (pump error 4), a post-reset ram crc alarm (pump error 23) and trace pointers are invalid (pump error 68). Troubleshooting was performed and found that the customer was unable to clear the alarm and the rewind could not be completed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and it will be returned for analysis.